Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. X-ray inspection found overtorque of the inner coil consistent with procedural damage.

Event description:
Related manufacturer reference number:2017865-2021-27927. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead was twiddled and dislodged. A procedure was performed for the left ventricular lead and during the procedure, the right ventricular lead dislodged, and the helix was unable to retract. Both leads were explanted and replaced. The patient was in stable condition.